Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Scrapped.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (4.3mm), they stated that the product had been fired after opening. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). Corrected sections: h-3: if other provide code -explain: corrected from "scrapped" to "device not returned", h-6- evaluation method codes: corrected "device discarded 4115" to "device not returned 4114". H3 other text : device not returned.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (4.3mm), they stated that the product had been fired after opening. A replacement device was used to complete the procedure. The hospital did not report any patient effects.